Event description:
Physio-control was performing an evaluation of a device returned on recall (B) (4). A review of the device's data download showed fault codes possibly indicating a critical malfunction. There was no patient involved with the event.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the logged error codes and found a critical malfunction. The root cause of malfunction was determined to be an open solder joint of a transformer, designated t2, from the therapy assembly causing the fault codes.